Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient presented to the emergency department after receiving shocks. A remote monitoring transmission indicated that the patient had been treated for an episode ventricular fibrillation (vf) but the rhythm was suspected to be atrial tachycardia/atrial fibrillation (at/af) with rapid ventricular response. It was further reported that undersensing was observed on the right ventricular (rv) lead and right atrial (ra) lead. The implantable cardioverter defibrillator (ICD) system remains in use. No further patient complications have been reported as a result of this event.